Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a delivery anomaly. The customer¿s blood glucose level was 75 mg/dl. The customer stated that the pump and pushed for bolus and it wouldn't let her go through the motions and kept taking her to different menus other than what she was trying to get. The customer stated that they had a lot of problems and also reported that they fell and broken her shoulder. The customer declined troubleshoot to high blood glucose level. The insulin pump will not be returned for analysis.